Manufacturer narrative:
A partial lead with the connector pin measuring 12.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device change out, the lead was capped and replaced due to capture anomaly. Chronic high thresholds were also noted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.